Event description:
It was reported that during a radical nephrectomy procedure, upon transecting the renal artery there was profuse bleeding. The scrub team is trained and all three nurses noted the "clicking" of the reload upon loading. The surgeon fired the device without issue and did not note anything unusual during the firing stroke. However the upon firing there were apparently no staples deployed. As the device was withdrawn from the trocar the registrar noted the reload came out separately to the device, indeed he retrieved it from the trocar. Upon inspection the surgeon noted that there were staples present on the proximal side of the cut line. Surgery was converted to open. The surgeon stated the patient lost 6 litres of blood, and has been placed in 'itu.' Immediately after the event, the patient was critical.

Manufacturer narrative:
(B)(4). Damaged cartridge additional follow up: did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? Good. On the distal side of the cut line: did the surgeon really see any staples at all or were there only a few unsure. Only a few but they were noted to be present. If yes, were they unformed , malformed, please describe the shape. Formed since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No. There were no issues loading the device with the scrub team stating the cartridge loaded and clicked into place as normal. Rep is still trying to obtain further detail regarding the event. Upon receipt of further information a supplemental report will be sent. The analysis showed that the ats45 device a was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with the test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded completely and without any difficulties and did not eject out of the device. (B)(4). The analysis results found that the ats45 device b, c and d were returned in good visual condition and inside the original sterile package. The devices were tested for functionality with a test reload and each device fired, cut and formed the staples as intended. The devices fired without any difficulties, the staple lines were complete, the cut lines were complete and the staples were noted to have the proper b-formed shape. The cartridges were loaded into each device without difficulties and did not fall out during the visual and functional testing. The analysis results found that nine tr45w reloads were received for analysis. The reload (a) was received unfired and with the pan, sled and seven drivers missing. The remaining eight reloads were received inside its original package and in good visual condition. The test device was tested for functionality with the returned reload (b), (c) and (d). The cartridge was taken off of the device and placed back on and it click into place; it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.